Event description:
From the moment I had essure put in me, I had constant lower abdomen pain and cramping. If I tried to walk or move around much it would agitate it even worse. My lower belly felt bloated but I just assumed it was from the procedure. None of it ever went away until I had it removed.